Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that some bd autoshield¿ duo safety pen needle(s) were partly retracting post insertion. Leading to very shallow injections and leakage of insulin. Complaint states this could have ¿possibly contributed to erratic control of blood sugars for a single resident¿, although ¿no actual harm occurred¿. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: need DHR. No samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.